Event description:
Surgeon reported that the vitreotome was not working properly and also after attempting to use it, they could not detach the tubing connection. Surgery was completed with another system. Patient seems to be fine. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).